Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a test the medical staff screwed the long handle into the leksell frame adaptor and noticed that both threads were damaged.

Manufacturer narrative:
During a test, it appeared that the leksell frame has not been assembled properly: the screws that were used are the ones that are normally used with the mayfield head holder. This abnormal use damaged the thread of the support arm leksell head holder adaptor. The root cause of this event is that hospital staff didn't follow the warnings of the IFU. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, remedial action, date received by manufacturer.